Manufacturer narrative:
Block b3: exact date unknown, event occurred in april 2024. Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7110241.

Event description:
It was reported that the deep brain stimulation (dbs) patient hit his head, and the lead extension protruded through the skin. Additionally, a review of the impedance measurements revealed high readings. The patient underwent a revision procedure wherein the lead extensions were replaced. The patient did well postoperatively and impedances were resolved.